Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. They were reporting a past event. The alarm did not occur during the manual prime. The event was resolved with a change of reservoir. The customer¿s blood glucose level during the incident was unknown. They did not have the reservoir to return.